Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a total knee arthroplasty (tka), while using the robotic-assisted solution satellite station device, while double checking the resection with the pointer, it was noticed that the cut was off to the plan. It was noted that the femur array may have been loose. It was further reported that about 1/3rd of the way thought the anterior chamfer cut, the saw blade device got jammed in the cut and when attempting to retract the blade from the bone, the reporter stated the robot "freaked out" and pulled the saw out of the bone. It was reported that the robot was mounted to the cart. The robotic-assisted solution satellite station device was being used with a base station device, saw handpiece and saw blade device, (2) saw interface devices, and array set device. There were no injuries, medical intervention or prolonged hospitalization. There was a 5-10 minute delay in the surgery. All available information has been disclosed.